Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, it is alleged that patient was revised on (B)(6) 2009, due to pain, with all the m2a components being removed and replaced with unknown implants. It is further alleged that the patient underwent a second revision procedure, for an unknown reason, to replace the unknown modular head. This report is based on allegations set forth in patient's legal complaint and the allegations contained therein are unverified.

Manufacturer narrative:
It is unknown who manufactured the devices implanted on (B)(6) 2009. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effect, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-01161 / 01164).

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2008. Patient¿s legal counsel further reported that a revision procedure was performed on (B)(6) 2009 and that a second revision procedure was performed on (B)(6) 2011 due to patient allegations of pain. This report is based on allegations set forth in patient's legal complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates the revision procedure that was performed on (B)(6) 2009 was due to component malpositioning and pain. Operative report noted the femoral head was articulating at the superolateral edge of the bony rim of the patient¿s acetabulum. It was further noted that the acetabular cup was placed in a vertical position and slightly anteverted. All components except the femoral stem were removed and replaced during the revision procedure on (B)(6) 2009.